Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaints that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. Samples were returned to bd as noted in tracking number (B)(4). Bd quality was not able to locate the returned samples. The investigation will be reopened if samples are located. The complaint was unable to be confirmed. A trend was identified for false positive results. A corrective and preventive action (CAPA) 1878253 has been opened to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated there was no patient impact. Eua#: (B)(4).